Manufacturer narrative:
(B)(4). Upon follow up with the nurse, it was reported that the patient had discontinued therapy as a result of the peritonitis. The patient was switched to hemodialysis. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. Two days after the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, route and frequency not reported). The patient was hospitalized for five days before being discharged. At the time of this report, the patient was still being treated in a rehab facility. The patient was recovering from peritonitis. No additional information is available. This report is 3 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13c27044, h13f07023 and h13g09100 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).